Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline prostheses experienced bilateral deflation post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 325cc saline prostheses was performed on (B)(6) 2021. See 1645337-2021-00872 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. The event date was updated to (B)(6) 2019. The patient was stated to be fully recovered. A manufacturing record evaluation was performed for the finished device number 19088, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).